Event description:
It was reported that during a pulmonary vein isolation(pvi) a faradrive was selected for use. Post pvi catheter undeployed retracted into sheath and removed from la., when the catheter was being removed from the groin, multiple air bubbles were visible in sheath. Proper air management was maintained during case. The procedure was already completed when the bubbles were found. No patient complications were reported. The device was used and inspected post procedure, no defects occurred and valve was working correctly. No trouble shooting was performed as the proceduer had concluded. The device is not expected to be returned for laboratory analysis as it was disposed of.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. However, media review of the attached image confirmed the allegation for "visible air/bubbles".

Event description:
It was reported that during a pulmonary vein isolation (pvi) a faradrive was selected for use. Post pvi catheter undeployed retracted into sheath and removed from la., when the catheter was being removed from the groin, multiple air bubbles were visible in sheath. Proper air management was maintained during case. The procedure was already completed when the bubbles were found. No patient complications were reported. The device was used and inspected post procedure, no defects occurred and valve was working correctly. No trouble shooting was performed as the procedure had concluded. The device is not expected to be returned for laboratory analysis as it was disposed of.